Event description:
During an in-clinic follow-up, episodes of undersensing resulting in inappropriate shock were observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.